Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, the atrial lead was found to be not capturing and episodes of cross-talk on the ventricular channel were also noted. The lead was capped on (B)(6) 2019. The patient was stable after the procedure.